Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical evaluation, based on the information received, there were evidence to support the following reported event; sac growth. Additionally there was evidence to reasonably support the following observation; endoleak type iiib of the main body. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the increased sac growth was most likely due to the type iiib endoleak of the main body. The most likely cause of the type iiib endoleak of the main body was related to the strata material. No known user or procedure related issues were identified. Associated clinical harms for this device failure included: sac growth (1cm/25 months) and type iiib endoleak (main body). The final patient disposition was unknown. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2017 the physician identified aneurysm sac growth with no identifiable endoleak. The physician has not scheduled a secondary procedure and the patient has not had a reported intervention. The current patient status is unknown.